Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.

Event description:
It was reported by the risk manager from the hosp: the brand new drill broke during its use. The broken tip remained into the tibia of the pt.